Manufacturer narrative:
The ge service rep installed the sbc compatibility kit software 4.8.34 release 14. The system is operating as intended.

Event description:
The customer reported that the system does not boot up, and both monitor are black.